Event description:
This lv lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2012 states that the lv lead impedance at implant was 650, then got 343 ohms. Now> 2000 ohms. No capture. Configuration is ring to coil. Sounds like conductor issue. Patient having symptoms of heart failure. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).